Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 200 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported receiving a bad sensor alert, weak signal alarm, calibration error alert and lost sensor alert with the sensor. The customer stated they did not observe any bent cannulas with their previous sensor. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.